Event description:
During an duodenal dilation, the physician used a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic. It was reported that after opening the package normally and applying lubrication to the balloon after negative pressure suction, the balloon was inserted into the endoscope working channel and inflated for dilation. However, leakage issue was discovered, preventing the balloon from being fully inflated. There was no reportable information at this time. The device was evaluated on 01may2026 and it was determined that the catheter was leaking from a break/kink at 96cm from the hub when attempting to inflate the balloon [subject of report]. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
E1 - phone number: (B)(6) investigation evaluation: the product said to be involved was returned in an open pouch from the lot number provided in the report. The label matches the product returned. Photos were provided and reviewed. The photos show the pouch/marketing box, and the lot number matches the report. Our laboratory evaluation of the product said to be involved confirmed the report. The device was returned with the balloon fully deflated and a small kink in the catheter. During functional testing a cook dilation syringe (ds-60cc-s) was filled with water and attached to the inflation port and the balloon was attempted to be inflated. Water was observed leaking out of a break in the kinked area of the outer blue catheter. During a visual examination, a break in the outer blue catheter was identified approximately 96 cm from the distal end of the white strain relief. We were unable to determine the cause of the damage to the catheter. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. Note: the pre-loaded wire guide and stem bumper were not included in the return. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the returned device confirmed the report due to a breakage in the outer catheter. A definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Prior to distribution, all hercules 3 stage wire guided balloons esophageal-pyloric-colonic are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. This report represents an unusual occurrence. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.